Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic upon developing a hematoma near the implantable cardioverter defibrillator implant site. It was found that subsequently, an infection developed as well. The patient's full system was extracted. The patient was stable.